Event description:
Per the clinic, the patient also underwent a skin revision surgery (specific date not reported).

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.